Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable event that occurred outside of the USA. Note: delayed emdr submission was due to FDA esg webtrader account system software issues, per FDA esg help desk ticket # (B)(4) (and subsequent ticket # (B)(4)). Hoya due diligence is documented under internal (B)(4). The report includes corrected information and additional information not available/included in the initial report. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: ny1-sp). The exact root cause of the event was not determined. However, based on available information, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Event occurred in france clogging and a lens that was "upside down" were reported. The lens was explanted and replaced during surgery. Patient health impact: no health consequences or impact.

Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Injector malfunction is indicated as a potential malfunction related to the injector system, as covered under the warnings section of the product's instructions for use (IFU). Manufacturer's codes for: type of investigation, findings, and conclusion are pending completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurred in france. Clogging and a lens that was "upside down" were reported. The lens was explanted and replaced during surgery. Patient health impact: no health consequences or impact.